Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an under delivery. Customer¿s blood glucose was 179 mg/dl and 174mg/dl at the time of incident. The current blood glucose was 181mg/dl. Customer treated with manual injections for high blood glucose. Customer was alleging the insulin pump because the customer had constant high blood glucose level after receiving insulin pump. The customer was advised that high blood glucose level was due to absence of any alarm, monitor the insulin pump and treat per healthcare professional's instructions. The insulin pump will not return for the analysis.